Manufacturer narrative:
Technician found the bed in (B)(6). Customer alleged that from time to time the head will not raise with a heavy pt in bed (approximately (B)(6)) and that they had to unplug the bed until the screens went blank to get the bed to reset and work again. After bed was reset, it appeared to function normally. Technician found the bed was working normally and was unable to duplicate reported issue.

Event description:
Complaint alleged that the head section had intermittent up functions. No injury alleged.